Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial/lot #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the numbness was still partially resolved. There will be no further course of action.

Event description:
A report was received that the patient was experiencing numbness in the legs. The physician believed that the numbness was procedure related. The patient underwent a lead revision and the numbness was reportedly slowly resolving.

Event description:
A report was received that the patient was experiencing numbness in the legs. The physician believed that the numbness was procedure related. The patient underwent a lead revision and the numbness was reportedly slowly resolving.